Manufacturer narrative:
It is noted that the patient initially contacted hillrom respiratory clinical support to report a hard time breathing with a life 2000 device and that the patient had returned to her oxygen via nasal cannula. This patient is an 80-year-old female with a history of copd exacerbation, severe copd, and right upper lobe squamous cell carcinoma. At the time of this call, there was no allegation of injury, no report of oxygen desaturation, no allegation of a device alarm/malfunction, or flow meter ball drop of her 3rd party oxygen concentrator. Additionally, there was no indication that this event was life-threatening or of a potential device malfunction. An in-home visit by a respiratory clinician for possible titration of l2k settings and possible device swap was planned. It is also noted that prior to the opportunity for the in-home visit to be completed, the patient was hospitalized due to co2 retention and low oxygenation, of which the patient contributes to not being able to use the life 2000 device. Documentation for this patient also notes that this patient has also experienced a low pip alarm on two occasions, one of which was in conjunction with a report of oxygen desaturation in the 60¿s, as well as a l2k device system fault. Of note, it was reported this patient has a history of alternating use between two complete life 2000 systems (ventilators and compressors), in addition to a noted history of device swaps of which the patient also alternatively uses. It is unknown at this time, which specific device was in use at the time of these events. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device's peak inspiratory pressure alarm (pip) alerts when the patient's measured pip falls outside of the set limit. The device IFU provides instructions and troubleshooting measures depending on the type of pip alarm (high/low) including checking the interface or tubing for any obstruction, checking all connectors for possible damage, and re-adjust volume setting for the active prescription, ensuring patient interface is not leaking at the patient side, switching to another activity button and contacting the patient's physician if the alarm persists. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. Carbon dioxide (co2) retention, or hypercapnia, is excessive carbon dioxide in the bloodstream that can commonly affect patients with chronic lung diseases (copd), bronchiectasis, emphysema, interstitial lung disease, and respiratory failure. Treatment is focused on improving ventilation which may include oxygen therapy, mechanical ventilation, and non-invasive ventilation such as CPAP or bipap. In this event, the patient was noted to have experienced an episode of oxygen desaturation and on a separate occasion to have been hospitalized due to co2 retention and low oxygenation. Based on the reported hospitalization is it reasonable to conclude that the patient received medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, indicating a serious injury occurred. The ultimate cause of the reported drop in oxygenation, hypercapnia, and subsequent hospitalization is unknown at this time, however, likely due to her significant pulmonary pathology (copd exacerbation, severe copd, and right upper lobe squamous cell carcinoma). An inspection of the associated devices is pending; therefore, it is undetermined at this time if a life 2000 device caused or contributed to the reported event and serious injury. Additionally, an investigation is ongoing to determine the device serial number. Should additional details become available the complaint will be addressed accordingly.

Event description:
It is noted that the patient initially contacted hillrom respiratory clinical support to report a hard time breathing with a life 2000 device and that the patient had returned to her oxygen via nasal cannula. This report was filed in our complaint handling system as complaint #(B)(4) .

Event description:
It is noted that the patient initially contacted hillrom respiratory clinical support to report a hard time breathing with a life 2000 device and that the patient had returned to her oxygen via nasal cannula. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It is noted that the patient initially contacted hillrom respiratory clinical support to report a hard time breathing with a life 2000 device and that the patient had returned to her oxygen via nasal cannula. This patient is an 80-year-old female with a history of copd exacerbation, severe copd, and right upper lobe squamous cell carcinoma. At the time of this call, there was no allegation of injury, no report of oxygen desaturation, no allegation of a device alarm/malfunction, or flow meter ball drop of her 3rd party oxygen concentrator. Additionally, there was no indication that this event was life-threatening or of a potential device malfunction. An in-home visit by a respiratory clinician for possible titration of l2k settings and possible device swap was planned. It is also noted that prior to the opportunity for the in-home visit to be completed, the patient was hospitalized due to co2 retention and low oxygenation, of which the patient contributes to not being able to use the life 2000 device. Documentation for this patient also notes that this patient has also experienced a low pip alarm on two occasions, one of which was in conjunction with a report of oxygen desaturation in the 60¿s, as well as a l2k device system fault. Of note, it was reported this patient has a history of alternating use between two complete life 2000 systems (ventilators and compressors), in addition to a noted history of device swaps of which the patient also alternatively uses. It is unknown at this time, which specific device was in use at the time of these events. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device's peak inspiratory pressure alarm (pip) alerts when the patient's measured pip falls outside of the set limit. The device IFU provides instructions and troubleshooting measures depending on the type of pip alarm (high/low) including checking the interface or tubing for any obstruction, checking all connectors for possible damage, and re-adjust volume setting for the active prescription, ensuring patient interface is not leaking at the patient side, switching to another activity button and contacting the patient's physician if the alarm persists. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. Carbon dioxide (co2) retention, or hypercapnia, is excessive carbon dioxide in the bloodstream that can commonly affect patients with chronic lung diseases (copd), bronchiectasis, emphysema, interstitial lung disease, and respiratory failure. Treatment is focused on improving ventilation which may include oxygen therapy, mechanical ventilation, and non-invasive ventilation such as CPAP or bipap. In this event, the patient was noted to have experienced an episode of oxygen desaturation and on a separate occasion to have been hospitalized due to co2 retention and low oxygenation. Based on the reported hospitalization is it reasonable to conclude that the patient received medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, indicating a serious injury occurred. The ultimate cause of the reported drop in oxygenation, hypercapnia, and subsequent hospitalization is unknown at this time, however, likely due to her significant pulmonary pathology (copd exacerbation, severe copd, and right upper lobe squamous cell carcinoma). An inspection of the associated devices is pending; therefore, it is undetermined at this time if a life 2000 device caused or contributed to the reported event and serious injury. Additionally, an investigation is ongoing to determine the device serial number. Should additional details become available the complaint will be addressed accordingly. Clinical evaluation revised with the receipt of device inspection details 7/12/23. The inspection of the device by a hillrom technician found the device to be working as designed. The inspection notes that the device was inspected in extended range configuration with 5 lpm of oxygen from an everflo respironics 5 litter oxygen concentrator. Therapies were ran at low, medium, and high activity levels. No error message nor alarms were observed and not malfunction was found. The device performed as intended. The ultimate cause of the initially reported drop in oxygenation, hypercapnia, and subsequent hospitalization is unknown at this time, however, likely due to her significant pulmonary pathology (copd exacerbation, severe copd, and right upper lobe squamous cell carcinoma). Although the inspection of the life 2000 device ruled out a device malfunction of the l2k, the ultimate cause of the reported drop in oxygen saturation is unknown, but likely multifactorial including the patient's underlying pulmonary pathology and possibly a system interaction/malfunction between the life2000 and third-party vendor concentrator. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. Should additional details become available the complaint will be addressed accordingly.